Manufacturer narrative:
Quality control data from (B)(6) 2021 was within range. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can be excluded.

Manufacturer narrative:
The reporter provided data for an additional patient sample (sample 3) that had discrepant troponin I results on the e 801 analyzer. This sample initially resulted in a troponin I value of 0.367 ng/ml on 28-sep-2021 and repeated as < 0.1 ng/ml accompanied by a data flag on (B)(6) 2021. It was asked, but it is not known if any incorrect results from this sample were reported outside of the laboratory. This sample had the following additional test data: ck-mb = 8.5 u/l, tsh = 0.0471 uiu/ml.

Manufacturer narrative:
No incorrect results were reported outside of the laboratory for sample 3.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin I immunoassay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The initial values were considered positive and the repeat values were considered negative. The first sample initially resulted in a troponin I value of 0.314 ng/ml, which repeated as < 0.100 ng/ml accompanied by a data flag. The sample was repeated a second time and the value was considered negative. The second sample initially resulted in a troponin I value of 0.766 ng/ml, which repeated as 0.115 ng/ml. The sample was repeated a second time and the value was considered negative. The troponin I reagent lot number was 521067. The reagent expiration date was requested, but not provided.